Event description:
Event description boston scientific received information that this patient has returned the verification form notifying us that he had a lead revision procedure due to a malfunctioning lead. The pacemaker was electivley removed at that procedure, also. Confrimation was received from the patient's record from surgery at his pacemaker clinic. They reported that the procedure was performed due to a ventricular lead fracture. The lead was surgically abandoned and the pacemaker was explanted at that time.

Event description:
Boston scientific received information that this patient has returned the verification form notifying us that he had a lead revision procedure due to a malfunctioning lead. The pacemaker was electively removed at that procedure, also. Confirmation was received from the patient's record from surgery at his pacemaker clinic. They reported that the procedure was performed due to a ventricular lead fracture. The lead was surgically abandoned and the pacemaker was explanted at that time.

Manufacturer narrative:
A new non-guidant lead and a new pacemaker were implanted. No additional information is available at this time. If additional information becomes available or if the device is returned, the event will be opened. Additional information was received that this lead was later returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of fatigue near the suture sleeve tie down area.